Event description:
Rptr experienced scar tissue, possible lupus and rupture, capsular contracture, arthritis symptoms, breast tenderness, fatigue, swollen glands in neck, hair loss, rash, tingling feet and spine, cold hands and body, tingling in mouth, face and head, nerve damage, she is terrified of lupus, limited activities (cannot play tennis), can't go out in sun, toes go numb with exercise, wakes up at night frequently with anxiety and can't go out in cold weather and cold extremities.